Event description:
No failure was reported by the customer. During regularly scheduled product maintenance by physio-control it was observed that the device failed to power on with ac or dc (battery) power. There was no patient use associated with the failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the observed failure. Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed power pcb assembly at the failure analysis center and determined the cause of the failure to be due to a shorted capacitor, designator c4.